Manufacturer narrative:
The device has not been received by the manufacturer for evaluation. A history review of serial number (B)(4) showed one similar complaint from this serial number. Both similar complaints have been reported by the same us facility.

Event description:
Per medwatch, it was reported '... Displayed peaked p wave, which would be ok to clear. Tip of PICC actually in ra (right atrium), causing ectopy.'